Event description:
The user facility reported that while transferring a patient from a surgical table to a stretcher, at the conclusion of a surgery, the foot of the stretcher moved away from the table. The patient fell through the space between the surgical table and stretcher onto the floor. The patient was given a CT scan and released after observation. The facility did not indicate the type of surgery that had been performed.

Manufacturer narrative:
The steris service technician inspected the stretcher and found that the braking mechanism was operating properly. The stretcher is maintained by the facility's maintenance department and was noted to be in "like new" condition. It could not be determined if the stretcher's brakes had been properly locked prior to the transfer or if any other problem occurred during the transfer. The facility staff confirmed that a transfer board was used to transfer the patient and that someone was on the side of the stretcher when the patient was moved.